Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported during a trial implant procedure the doctor was unable to insert a stylet into this lead. He tried first to switch to a straight stylet but could not inset it, then he tried another. On closer examination it appears the lead is fractured.